Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not communicate with test belt) was confirmed. Upon evaluation, multiple components were damaged on the computer / analog (ca) board and defibrillator board. The cause of the inability to communicate with a test belt is the extensive damage to the components on the ca and defibrillator boards. The cause of the extensive damage is high current. The cause of the high current cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not communicate with a test monitor.